Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lightsource had the heat sink/radiator at an angle on the lamp which causes to no longer close properly. The event occurred during an unspecified procedure. There were no reports of patient harm.